Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery and e70 alarm was confirmed in the alarm history. The motor was tested outside of the device and passed; the motor may have had and intermittent failure that was not detected during our testing. The insulin pump had normal operating currents and passed the rewind, basic occlusion, prime and displacement test. No unexpected failed battery test alarm, weak battery alarm or low battery alarm noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a motor error alarm, motor position encoder error, low battery alert, weak battery and failed battery test from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she changed the battery and received motor error. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer also reported motor position encoder error alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The insulin pump will be returned for analysis.